Event description:
The user returned the device to olympus due to the endoscopic image failure. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy and was not displayed due to the damage to the video connector board and the disconnection of the imaging cable.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -due to the deformation of the bending tube, the angulation exceeded the standard. -the adhesive of the bending section rubber was chipped. -the video connector was cracked due to an external factor. -the video connector, control section, grip unit, up / down plate, right / left plate, grip cover, light guide connector, light guide cover glass, and video connector case were scratched by external factors. -due to insufficient cleaning, dirt that was difficult to remove was adhered to the universal cord and remote switches. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.